Manufacturer narrative:
(B)(4).

Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to fluid ingress. Fluid ingress resulted in electronic failure due to short circuit. No pt or operator injury was noted in the service/complaint records.